Event description:
It was reported that during a procedure, the tip of the unit snapped off into the knee of the pt. It was further reported that there was a delay of about 15 to 20 minutes to locate the tip. It was further reported that the tip was removed.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.